Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker had prematurely reached elective replacement indicator (eri) on (B)(6) 2017. The pacemaker was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, and after the procedure.